Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a worn white controller. The primary controller was exchanged for the backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a worn controller was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The provided information stated that exchanging the controller with a backup controller resolved the issue. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.